Event description:
It was reported that this pacemaker was suspected of premature battery depletion and a request was made to have data from this device analyzed. At a previous follow up the estimated remaining longevity was nine years. At a recent follow up six months later the estimated remaining longevity was five and a half years. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Should additional information become available on the outcome of this event, a follow up report will be submitted.